Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Section pt ID, age, sex and weight requested but not provided, however the customer stated that the patient was an adolescent.

Event description:
It was reported that the rn noted that the pca tubing set was wet. The rn assessed the line and wiped the tubing set down to try to determine where the leaking was coming from and was unable to find the leak. The rn then asked a second rn to assess the leak and the second rn found a small crack on the hard plastic of the male luer at the connection site of the pca tubing set to the ivf during a morphine pca infusion on an adolescent patient. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of that the tubing set male luer cracked and leaked at the connection site was confirmed; however, the crack was observed on the female luer and not the male luer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the female luer had a lateral crack. Closer inspection under a lab microscope observed no tool marks or signs of over torque. A lab syringe was attached to the set for a priming test and the set leaked from the cracked female luer. No other leaks were observed throughout the set. The source of the leak is due to a crack in the female luer component. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the nurse noticed that the pca tubing set was wet. The nurse assessed the line and wiped the tubing set down to try to determine where the leaking was coming from and was unable to find the leak. A second nurse was asked to assess the leak and the second nurse found a small crack on the hard plastic of the male luer at the connection site of the pca tubing set to the ivf during a morphine pca infusion on an adolescent patient. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.